Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with the adapter attached with the luer locks damaged and the spray and drip tip with the airless spray tip attached. In addition, the syringe holder with the pre-filled syringe empty were returned. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: 1.the laparoscopic tip was returned for evaluation with the veraseal kit components (syringe and dual applicator). Please advise if there was any alleged quality issue with the laparoscopic tip. No alleged quality issue. The laparoscopic applicator worked well.. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Component code: g07002. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? Surgeon is a routine user of veraseal but the scrub nurse is not. 2. How many times have they applied the laparoscopic tip? They tried changing the laparoscopic tip by turning to the left to loosen the locks but the locks were stuck. 3. Was a sales representative present during the case when the issue was experienced? No representative was present. 4. Was any leakage or product solution observed at the luer locks connection? No known leakage. 5. Were there any unexpected outcomes or complications as a result of the event? No. 6. Are there pictures of the damaged device available? No. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: the actual device batch number associated with this event is not known. The following are the possible batch numbers: 2664644 & 2660254. Batch: 2664644 mfg date: july 16, 2020, exp date: july 17, 2023. Batch: 2660254 mfg date: july 11, 2020, exp date: july 12, 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. During the operation, when there was a need to change to laparoscopic tip, the short tip could not be unscrewed or pulled out. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.